Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that upon delivery of the stent, the hypotube broke close to the hub. The procedure was completed with another of same device. There were no patient complications reported.